Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow keypad button was under responsive. It was noted that there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad was removed and no evidence of contamination was observed on the keypad button contacts. A visual inspection of the pump revealed evidence of moisture corrosion in the battery compartment. A leak test was performed and revealed a battery compartment leak. The pump cover was removed and there was evidence of the moisture corrosion observed on the keypad connector, display board, and transceiver board. The original complaint of a keypad button response issue was not duplicated during investigation, however, moisture in the battery compartment and pump interior was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.